Event description:
Reportable based on device analysis completed on 12-jun-2024. It was reported that an inflation failure was encountered. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 2.75 x 16mm xd drug-eluting stent was selected for treatment. During the procedure, when the pressure was increased, no inflation was observed in the angiography, and the balloon did not inflate at all. The procedure was completed with another of the same device, and no patient complications were reported. However, returned device analysis revealed balloon deflation issues.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 2.75 x 16mm was returned to the complaint investigation site (cis). The device could load and track over a 0.014" guidewire without resistance. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the distal extrusion identified stretching and flattening at multiple points along its length, and a microscopic examination identified this damage appears to have pulled the proximal markerband into the proximal transition of the balloon. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. The device was inflated to rate burst pressure (rbp) of 18 atmospheres and the stent deployed with no issues, however, it was unable to deflate when a vacuum was pulled on the device. The likely explanation for this deflation issue being the extent of the damage in the distal extrusion.